Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads...don¿t stay securely attached to the hand piece and then come loose - oral-b [device connection issue] case narrative: male consumer via e-mail reported that the oral-b toothbrush heads did not stay securely attached to the oral-b toothbrush hand piece and came loose mid-brushing. No injury was reported. 07-sep-2023 via image attachment: the suspect product lot number was bc803052114. No injury was reported.

Event description:
Brush heads, don¿t stay securely attached to the hand piece and then come loose - oral-b [device connection issue]. Case narrative: male consumer via e-mail reported that the oral-b toothbrush heads did not stay securely attached to the oral-b toothbrush hand piece and came loose mid-brushing. No injury was reported. On 07-sep-2023 via image attachment: the suspect product lot number was bc803052114. No injury was reported. On 17-oct-2023 via case update: the concomitant product lot number was t2356. No injury was reported. On 31-oct-2023 via case update from information initially received on 17-oct-2023: the suspect product was oral-b rechargeable toothbrush handle 3765 genius x. The concomitant product was oral-b power oral care refills cross action antibac eb50ab. No injury was reported. On 09-nov-2023 via case update: an additional concomitant product was oral-b power oral care refills 3d white eb18 u1289. No injury was reported.

Manufacturer narrative:
On 06-nov-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.